Manufacturer narrative:
Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the multiple intermittent occlusion alarms. Customer changed out the infusion set and cartridge to address occlusion. Customer's blood glucose (bg) was 550 mg/dl and insulin injections were used to address bg. Customer reported to have reused the cartridges. Tandem technical support informed customer that per labeling, cartridges were for single use.